Event description:
It was reported that patient underwent hip procedure on (B)(6), 2007. Revision surgery was performed on (B)(6), 2012 due to subluxation from parkinson's disease. Only liner and head were revised.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product was not returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.corrective actions have been initiated to address this late report.